Event description:
It was reported that the patient received inappropriate antitachycardia pacing and high voltage therapies due to an svt episode that increased during activity to reach the vt-1 zone programmed rate. The episode was not stored on the egms due to storage limitations. Extended charge time was also observed. It was suspected that the charge time was due to consecutive charging. A capacitor reformation resulted in a normal charge time.

Manufacturer narrative:
.